Event description:
It was originally reported on 2011-(B)(6) that the patient had not been using her ¿two battery packs for a very long time¿ and they needed to be ¿reset.¿ an overdischarge was suspected and the patient had an appointment on the day of the report to see a local manufacturer representative for reprogramming. The patient was informed to call in to have a ¿reset¿ over the phone. Later that day it was reported that there were coupling and/or communication issues. Patient compliance was the primary reason for overdischarge. The last successful recharging session and last time any stimulation was felt was ¿two to six months ago.¿ on 2013-(B)(6) the stimulator and two rechargers were returned.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: 2008-(B)(6), product type implantable neurostimulator product ID 3777-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 37743, ,serial# (B)(4), product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37752, serial# (B)(4), product type recharger. (B)(4): diagnostic data was retrieved from the returned devices per legal's request. The stimulator had no telemetry and was presumed to be in an overdischarge state. A physician recharge mode (prm) was performed and a normal recharge was able to be started manually after one full prm. The stimulator was recharged for approximately another one and a half hours and then stopped.